Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had a blank screen when he woke up. Customer changed the battery and the device alarmed battery out limit when inserting new battery. Customer was explained this is normal when the battery has been out for an extended period of time. Customer reported the battery was not out past the duration time. Low battery indicator was not below the two lines. Customer does not use many of the features in the device that may cause the battery not to last long. Customer was advised to insert new battery and to monitor the device. No further information reported.